Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's father called in to report a keypad anomaly. The customer's blood glucose level was 92 mg/dl. The customer stated that the buttons were unresponsive. The customer was called back to troubleshoot and was able to resolve the issue. The device was not returned for analysis.